Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient was admitted to the hospital because of severe pain in her back and had to turn her ins off for x-rays and MRI. The patient noted the healthcare providers also requested she turn off her other equipment, but the patient does not recall what this equipment was and noted she did not know she had this equipment. The patient confirmed that the severe pain in her back, x-rays, and MRI are not related to her ins therapy/device. The patient reported she came home and attempted to turn her ins on but was still medicated. The patient reported she could not turn the stimulation down but then clarified and stated that she was able to turn stimulation on but when she did, the stimulation was too strong and felt like she was electrocuted. The patient reported she then turned stimulation off. The patient normally keeps stimulation at 1.5 v. The patient synced with the programmer and it showed stimulation was off. During troubleshooting, the patient reported seeing patient programmer batteries low info message but was able to bypass this message. The patient synchronized to the ins and confirmed stimulation was off and amplitude was set to 4.9 v. During troubleshooting, the patient also noted that one battery logo on therapy screen was almost empty and one was about 50% full. The patient did not clarify which battery logo indicated the ins battery level. It was reviewed with patient to turn stimulation on and this resolved the reported issue. The patient turned stimulation on and sounded very uncomfortable. The patient was directed to turn stimulation and decrease to 0 v. The patient turned stimulation back on and increase stimulation to 1.5 v and reported that stimulation feels comfortable. It was recommended that the patient follow-up with their healthcare provider if she has any issues with therapy in the future. It was also recommended the patient avoid using the patient programmer when medicated or ask for someone to assist her in using the patient programmer when medicated. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they spoke with their managing physician on (B)(6) 2018, and also spoke with a manufacturing representative (rep). They stated that their device needed to charge, as it was not completely charged. The patient indicated that the issue of having the low battery icon was not resolved, as their stimulator was not charging completely. The patient stated that they want to replace their device with a newer one. It was mentioned that the patient has dementia and vision loss and does not know how to program the device. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97740, lot#/serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt thought in 2018 they had their implant battery changed back home in (B)(6). Pt noted they got the ins changed since it took long to charge. Pts hcp was dr. (B)(6) (first name asked unknown).